Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a bacterial endocarditis. Reportedly, the sales representative just found out about the event when a temporary epicardial has to be implanted. There was no additional adverse patient effects were reported. This rv lead was explanted.